Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. White calcification observed on the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported exchange from textured to smooth implant due to the patient¿s concern with the product. Later, healthcare professional reported capsular contracture baker grade IV. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported exchange from textured to smooth implant due to the patient¿s concern with the product. Later, healthcare professional reported capsular contracture baker grade IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.